Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-10412. It was reported that the physician accidentally pulled out the patient's lead during pocket revision (manufacturer report number: 1627487-2019-10353, 1627487-2019-10355). As a result, the entire system was explanted. The patient was doing fine post-operatively.

Manufacturer narrative:
This issue cannot be confirmed with product testing. The lead was returned in good condition. Visual inspection identified set screw marks on electrode #9. This indicated the lead had been fully inserted and secured in the header of the ipg. It was reported the lead had not been anchored when originally implanted. There is guidance in the percutaneous lead kit clinician¿s manual under final lead placement and anchoring on how to anchor a lead.

Event description:
Related manufacturer report number: 1627487-2019-10412.